Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2011 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent gynecological procedure and mesh was implanted along with cystoscopy due to urinary incontinence.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that patient underwent cystoscopy w/placement of percutaneous suprapubic catheter, bilateral interstim percutaneous nerve stimulation evaluation on (B)(6) 2011 due to non-obstructive urinary retention. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that mesh was implanted on (B)(6) 2011 due to stress urinary incontinence. It was reported that following insertion the patient experienced pain, erosion, infection, urinary/bowel problems, organ bleeding, recurrence, dyspareunia, neuromuscular problems and vaginal scarring. It was reported that patient experienced severe pain and underwent mesh explant on (B)(6) 2012. No additional information was provided.